Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 11:50 am, the meter result was 5.1 inr. At 12:02 pm, the meter result was 3.6 inr. Customer's therapeutic range is 2.0-3.0 inr. The customer tests weekly.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter and test strips were requested for investigation. The customer returned the meter and one test strip for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level. Testing results (qc range: 2.3 - 3.5 inr): qc 1: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.